Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the light on the remote monitoring system was red for an unknown reason. Patient services discussed that the light may indicate information that was received from the patient's pacemaker and was not able to be transmitted to the clinic. The patient was referred to their clinic. Additional follow-up was requested. No adverse patient effects were reported.

Event description:
Additional information was received that the device was interrogated by a field representative in the office after the light on the remote monitor was reportedly red, and there were no device alerts and normal pacemaker function observed. The plan was to recheck the patient in the office in three months.